Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of dysmenorrhoea ("pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain / dysmenorrhoea") and genital haemorrhage ("bleeding post essure") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (date of births: (B)(4)2000, (B)(4)2001, (B)(4)2006, (B)(4)2007, (B)(4)2009), amniocentesis, miscarriage, hypermenorrhea, crawling sensation of skin, back pain, ovarian cyst, urinary hesitancy, seizures in 2006, cholecystectomy in 2002, bunionectomy in 2001 and obesity. Previously administered products included for pregnancy prevention: birth control pills from 2007 to january 2009. Past adverse reactions to the above products included malaise with birth control pills. Concurrent conditions included body mass index normal, taste metallic, breast pain, smoker, vaginal discharge since (B)(4)2010, dysfunctional uterine bleeding since (B)(4) 2012, vaccination (vaccination for diphtheria, tetanus and acellular pertussis), skin lesion, anorectal pain, anxiety, major depression since (B)(4)2015, pain in hip since(B)(4) 2017, pain in thigh since(B)(4)2017 and libido decreased since (B)(4)2017. Concomitant products included anovlar (loestrin), medroxyprogesterone acetate, medroxyprogesterone acetate (provera) and oral contraceptive nos from march 2010 to november 2013. On (B)(4)2010, the patient had essure inserted. In may 2010, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced the first episode of dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginally)"), menorrhagia ("abnormal bleeding(menorrhagia)") and the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2010, the patient experienced tooth disorder ("dental problems"), dyspareunia ("dyspareunia") and coital bleeding ("bleeding after intercourse"). In september 2010, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In march 2011, the patient experienced alopecia ("hair loss"). In november 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hormone level abnormal ("hormonal changes"), polycystic ovaries ("reproductive system disorder (pcos)"), uterine leiomyoma ("reproductive system disorder (fibroids)"), metrorrhagia ("metorrhagia") and bladder pain ("bladder pain (mild-severe)"). The patient was treated with botulinum toxin type a (botox), ibuprofen, loloestrin fe, surgery (underwent robotically assisted total laparoscopic hysterectomy bilateral salpingectomy) and surgery (extractions). Essure was removed on (B)(4)2013. At the time of the report, the genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract disorder, migraine, the last episode of dysmenorrhoea, coital bleeding, fatigue, alopecia, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma, metrorrhagia and bladder pain had resolved and the tooth disorder, bladder disorder, headache and dyspareunia had not resolved. The reporter considered alopecia, bladder disorder, bladder pain, coital bleeding, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, polycystic ovaries, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - in june 2010: showed fully occluded beta-hcg on (B)(4)2013: negative x-ray abdomen and pelvis on (B)(4)2013: wires are present in the pelvis bilaterally consistent with the clinical history. Pelvic ultrasound (B)(4)2013 - no evidence of ovarian torsion (B)(4)2011 - 1. Uterus with possible fibroid anteriorly.2. Bilateral ovaries are unremarkable in appearance. 3. Endometrial stripe is 7 mm. Endometrial biopsy on (B)(4)2012 - benign endometrium with estrogenic effect and necrobiosis. Ultrasound pelvic and transvaginal on (B)(4)2013 - multiple peripheral bilateral ovarian follicles. This appearance can be seen with polycystic ovary syndrome. Ultrasound pelvic and transvaginal on (B)(4)2013- pelvic ultrasound within normal limits. Both essure devices are likely present however their presence would best be evaluated with pelvic radiograph. Ultrasound transvaginal echography on (B)(4)2014 - status post hysterectomy. The ovaries are within normal limits portable kub radiograph (B)(4)201 - no radiopaque device currently seen within the pelvis. (B)(4)2013 - us pelvic and transvaginal- findings: transabdominal followed by transvaginal sonographic evaluation of the pelvis performed to better delineate pelvic anatomy. Impression- pelvic ultrasound within normal limits. Both essure devices are likely present however their presence would best be evaluated with pelvic radiograph. Most recent follow-up information incorporated above includes: on(B)(4)2018: medical record received -patient's demographics, concomitant conditions and concomitant medications were added. Medically confirmed case incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of dysmenorrhoea ("pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain / dysmenorrhoea") and genital haemorrhage ("bleeding post essure") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (date of births: (B)(6) 2000, (B)(6) 2001, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009), amniocentesis, miscarriage, hypermenorrhea, crawling sensation of skin, back pain, ovarian cyst, urinary hesitancy, seizures in 2006, cholecystectomy in 2002, bunionectomy in 2001 and obesity. Previously administered products included for pregnancy prevention: birth control pills from 2007 to january 2009. Past adverse reactions to the above products included malaise with birth control pills. Concurrent conditions included body mass index normal, taste metallic, breast pain, smoker, vaginal discharge since (B)(6) 2010, dysfunctional uterine bleeding since (B)(6) 2012, diphtheria immunisation (vaccination for diphtheria, tetanus and acellular pertussis), skin lesion, anorectal pain, anxiety, major depression since (B)(6) 2015, pain in hip since (B)(6) 2017, pain in thigh since (B)(6) 2017 and libido decreased since (B)(6) 2017. Concomitant products included anovlar (loestrin), medroxyprogesterone acetate, medroxyprogesterone acetate (provera) and oral contraceptive nos from march 2010 to november 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced the first episode of dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginally)"), menorrhagia ("abnormal bleeding(menorrhagia)") and the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), dyspareunia ("dyspareunia") and coital bleeding ("bleeding after intercourse"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hormone level abnormal ("hormonal changes"), polycystic ovaries ("reproductive system disorder (pcos)"), uterine leiomyoma ("reproductive system disorder (fibroids)"), metrorrhagia ("metorrhagia") and bladder pain ("bladder pain (mild-severe)"). The patient was treated with botulinum toxin type a (botox), ibuprofen, normensal (ethinylestradiol w/norethindrone), surgery (underwent robotically assisted total laparoscopic hysterectomy bilateral salpingectomy) and surgery (extractions). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract disorder, migraine, the last episode of dysmenorrhoea, coital bleeding, fatigue, alopecia, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma, metrorrhagia and bladder pain had resolved and the tooth disorder, bladder disorder, headache and dyspareunia had not resolved. The reporter considered alopecia, bladder disorder, bladder pain, coital bleeding, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, polycystic ovaries, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: showed fully occluded. Beta-hcg on (B)(6) 2013: negative. X-ray abdomen and pelvis on (B)(6) 2013: wires are present in the pelvis bilaterally consistent with the clinical history. Pelvic ultrasound: (B)(6) 2013 - no evidence of ovarian torsion. (B)(6) 2011 - 1. Uterus with possible fibroid anteriorly. 2. Bilateral ovaries are unremarkable in appearance. 3. Endometrial stripe is 7 mm. Endometrial biopsy on (B)(6) 2012 - benign endometrium with estrogenic effect and necrobiosis. Ultrasound pelvic and transvaginal on (B)(6) 2013 - multiple peripheral bilateral ovarian follicles. This appearance can be seen with polycystic ovary syndrome. Ultrasound pelvic and transvaginal on (B)(6) 2013- pelvic ultrasound within normal limits. Both essure devices are likely present however their presence would best be evaluated with pelvic radiograph. Ultrasound transvaginal echography on (B)(6) 2014 - status post hysterectomy. The ovaries are within normal limits. Portable kub radiograph (B)(6) 2013 - no radiopaque device currently seen within the pelvis. (B)(6) 2013 - us pelvic and transvaginal- findings: transabdominal followed by transvaginal sonographic evaluation of the pelvis performed to better delineate pelvic anatomy. Impression- pelvic ultrasound within normal limits. Both essure devices are likely present however their presence would best be evaluated with pelvic radiograph. Most recent follow-up information incorporated above includes: on 12-jun-2018: the case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain") and genital haemorrhage ("bleeding post essure") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (date of births: (B)(6) 2000, (B)(6) 2001, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009), amniocentesis, miscarriage, hypermenorrhea, crawling sensation of skin, back pain, ovarian cyst nos, urinary hesitancy, seizures in 2006, cholecystectomy in 2002, bunionectomy in 2001 and obesity. Previously administered products included for pregnancy prevention: birth control pills from 2007 to (B)(6) 2009. Past adverse reactions to the above products included malaise with birth control pills. Concurrent conditions included body mass index normal, taste metallic, breast pain and smoker. Concomitant products included anovlar (loestrin), medroxyprogesterone acetate and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginally)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), dyspareunia ("dyspareunia") and coital bleeding ("bleeding after intercourse"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hormone level abnormal ("hormonal changes"), polycystic ovaries ("reproductive system disorder (pcos)"), uterine leiomyoma ("reproductive system disorder (fibroids)"), metrorrhagia ("metorrhagia") and bladder pain ("bladder pain (mild-severe)"). The patient was treated with botulinum toxin type a (botox), surgery (full hysterectomy bilateral salpingectomy) and surgery (extractions). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menstrual disorder, urinary tract disorder, coital bleeding and bladder pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, alopecia, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma and metrorrhagia had resolved and the tooth disorder, bladder disorder, headache and dyspareunia had not resolved. The reporter considered alopecia, bladder disorder, bladder pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: showed fully occluded , beta-hcg on (B)(6) 2013: negative, x-ray abdomen and pelvis on (B)(6) 2013: wires are present in the pelvis bilaterally consistent with the clinical history. Pelvic ultrasound (B)(6) 2013 - no evidence of ovarian torsion (B)(6) 2011 - uterus with possible fibroid anteriorly.2. Bilateral ovaries are unremarkable in appearance. Endometrial stripe is 7 mm. Endometrial biopsy on (B)(6) 2012 - benign endometrium with estrogenic effect and necrobiosis. Ultrasound pelvic and transvaginal on (B)(6) 2013 - multiple peripheral bilateral ovarian follicles. This appearance can be seen with polycystic ovary syndrome. Ultrasound pelvic and transvaginal on (B)(6) 2013- pelvic ultrasound within normal limits. Both essure devices are likely present however their presence would best be evaluated with pelvic radiograph. Ultrasound transvaginal echography on (B)(6) 2014 - status post hysterectomy. The ovaries are within normal limits. Portable kub radiograph (B)(6) 201 - no radiopaque device currently seen within the pelvis. Most recent follow-up information incorporated above includes: on 1-feb-2018: fu from pfs+mr: new events: genital hemorrhage, vaginal hemorrhage, menstrual disorder, menorrhagia, menstrual disorder, metrorrhagia, dyspareunia, bladder disorder, urinary tract disorder, reproductive tract disorder, reproductive system disorder (fibroid), hormone level abnormal, migraine, headache, fatigue, alopecia, nausea, weight increased, tooth disorder, bladder pain were added. Patient information (dob, weight, height), other relevant history( all concomitant disease and historical condition) and lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial hysterectomy and device removal ). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of dysmenorrhoea ("pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain / dysmenorrhoea") and genital haemorrhage ("bleeding post essure") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (date of births: (B)(6) 2000, (B)(6) 2001, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009), amniocentesis, miscarriage, hypermenorrhea, crawling sensation of skin, back pain, ovarian cyst, urinary hesitancy, seizures in 2006, cholecystectomy in 2002, bunionectomy in 2001 and obesity. Previously administered products included for pregnancy prevention: birth control pills from 2007 to (B)(6) 2009. Past adverse reactions to the above products included malaise with birth control pills. Concurrent conditions included body mass index normal, taste metallic, breast pain and smoker. Concomitant products included anovlar (loestrin), medroxyprogesterone acetate and oral contraceptive nos from march 2010 to (B)(6) 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In 2010, the patient experienced the first episode of dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginally)"), menorrhagia ("abnormal bleeding(menorrhagia)") and the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), dyspareunia ("dyspareunia") and coital bleeding ("bleeding after intercourse"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hormone level abnormal ("hormonal changes"), polycystic ovaries ("reproductive system disorder (pcos)"), uterine leiomyoma ("reproductive system disorder (fibroids)"), metrorrhagia ("metorrhagia") and bladder pain ("bladder pain (mild-severe)"). The patient was treated with botulinum toxin type a (botox), surgery (full hysterectomy bilateral salpingectomy) and surgery (extractions). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract disorder, migraine, the last episode of dysmenorrhoea, coital bleeding, fatigue, alopecia, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma, metrorrhagia and bladder pain had resolved and the tooth disorder, bladder disorder, headache and dyspareunia had not resolved. The reporter considered alopecia, bladder disorder, bladder pain, coital bleeding, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, polycystic ovaries, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: showed fully occluded. Beta-hcg on (B)(6) 2013: negative. X-ray abdomen and pelvis on (B)(6) 2013: wires are present in the pelvis bilaterally consistent with the clinical history. Pelvic ultrasound: (B)(6) 2013 - no evidence of ovarian torsion (B)(6) 2011 - uterus with possible fibroid anteriorly. Bilateral ovaries are unremarkable in appearance. Endometrial stripe is 7 mm. Endometrial biopsy on (B)(6) 2012 - benign endometrium with estrogenic effect and necrobiosis. Ultrasound pelvic and transvaginal on (B)(6) 2013 - multiple peripheral bilateral ovarian follicles. This appearance can be seen with polycystic ovary syndrome. Ultrasound pelvic and transvaginal on (B)(6) 2013 - pelvic ultrasound within normal limits. Both essure devices are likely present however their presence would best be evaluated with pelvic radiograph. Ultrasound transvaginal echography on (B)(6) 2014 - status post hysterectomy. The ovaries are within normal limits. Portable kub radiograph (B)(6) 201 - no radiopaque device currently seen within the pelvis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - outcome was updated as recovered. New reporter added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.